Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported tower 240v. Evaluation of the device data indicates the video quality rendering less than ten frames per second. Then the graphic user interface detected frozen video image, triggering an error code ¿endoscope image change test fail¿ which triggers the message: "danger: endoscope image frozen. Check endoscope system. If condition persists, withdraw instruments and discontinue system use." On the operating room team interface (orti) and sc screens. The logs do not have any indication on the image quality and light exposure. Evaluation of the device data for the reported tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a software issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the middle of a robotic laparoscopic right hemicolectomy procedure, the system triggered an alarm stating ¿frozen endoscope image,¿ and both the operating room team interface (orti) and the surgeon console (sc) screens froze. The team briefly lost visualization of the surgical site. The team also reported that the new rubina system was triggering a low image quality. The surgery was completed with the persistent issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the middle of a robotic laparoscopic right hemicolectomy procedure, the system triggered an alarm stating, ¿frozen endoscope image,¿ and both the operating room team interface (orti) and the surgeon console (sc) screens froze. The team briefly lost visualization of the surgical site for a second. The team also reported that the new rubina system was triggering a low image quality. The surgery was completed with the persistent issues. There was no patient injury.